Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging her onetouch verio iq meter was reverting to the set up mode when she was trying to test. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the beginning of (B)(6) 2013. The patient reported using a combination of medications including humalog 3 times a day, metformin 3 times a day, januvia 3 times a day and levemir twice a day. The patient reported developing symptoms of ¿sweating and cramping.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported giving herself 15 units of humalog, attempted to retest, and the alleged issue occurred, so she gave herself another 15 units. The patient reported she tried testing again and obtained a reading of ¿22.xmmol/l¿. The patient did not report developing any additional symptoms due to the increase in medication. The patient denied using another device to test her blood sugar. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used and it did not occur after recharging the battery. There was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment to prevent further injury.